Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was not ventilating a patient that was being transported for a CT scan. It was reported that the respiratory care practitioner tested the parapac plus to ensure it was working prior to transporting a patient. "Before the patient was transferred to the CT table the rcp noticed the manometer on the parapac ventilator was not moving. No breaths were being delivered to the patient and desaturation was noticed. Subsequently the patient was manually ventilated and transported back to the ICU and placed on the ventilator that was at the bedside" to improve oxygenation. No additional adverse patient effects were reported.

Manufacturer narrative:
One ventilator was returned for evaluation. Visua inspection of the pump found it to be in fair condition, with a broken battery door and slightly bowed faceplate. The manometer functioned as intended during initial tests. Ran device on 60 psi o2 for a period of 2 hours and found no intermittent issues. The reported customer complaint has not been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.